Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Intermittent response from all buttons due to moisture damage to keypad traces. Unit successfully downloaded to thump. Stuck key alarm was found in history files on (B)(6) 2024 thirteen times between 18:52:19.000 to 23:27:32.000. The j1 connector on pcb1 was locked properly during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed batt test on (B)(6) 2024 19:02:41.000 in the history files. These alerts are expected and occurred due to corroded battery tube. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. No power errors noted and passed all required testing. However, intermittent response from all buttons was confirmed due to moisture damage to keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, exposed to moisture, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Trouble shooting was performed and customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.